Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that he completed the preventive maintenance with full calibration, functional testing, and safety check to factory specifications. The fse replaced the expired safety disk. The fse replaced the batteries that failed the run time test. The iabp passed all functional and safety tests per factory specifications, and was returned to customer, cleared for clinical use. (B)(4). (B)(6).

Event description:
A getinge field service engineer (fse) reported that during the preventive maintenance (pm), the batteries failed the run time test at one hour.